Event description:
It was reported that the trusystem 7500 mobius had an issue, operating table shutting down when putting patient on the table. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
It was reported that the trusystem 7500 mobius had an issue, operating table shutting down when putting patient on the table. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The surgical table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. During the investigation, the technician performed a function check. Baxter technician was unable to replicate the reported issue. No components were replaced and the product functioning as designed. The table behavior that could led to the issue can not be figure out. How the problem was solved by customer is unclear. No information are available despite three attempts. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a column shutting down during procedure were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.